Event description:
A patient who had carried the diagnosis of turner syndrome since she was 10 suffered a retinal detachment 16 years ago, and despite surgical attempts of reattachment she developed no light perception due to recurrent detachment and proliferative vitreal retinopathy of the right eye. The buckle consisted of a miragel sponge that ultimately caused considerable discomfort for the globe. The patient had removal of the scleral buckle due to the pain and drainage from the "miragel."